Manufacturer narrative:
(B)(4). Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host fibrous (pannus) tissue growth is expected in all prosthetic/bioprosthetic heart valves and largely attributable to the host response (such as the foreign body reaction) to the implants. In vast majority cases, the pannus tissue is from surrounding native anatomy such as annulus. The time course and severity of pannus growth is largely variable among the patients. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves. The reported event cannot be confirmed. The explanted valve has not been returned for evaluation. However, there has been no allegation of a product malfunction and/or deficiency. The root cause of this event was likely due to patient related factors. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. If any new information or the device is received, a supplemental report will be submitted accordingly. No further actions are required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that a bioprosthetic aortic valve, implanted for 10 years and six (6) months, was explanted due to calcification leading to stenosis. The explanted device was replaced with another edwards bioprosthetic valve. Per medical records, this case involved a (B)(6) year-old male with a history of endocarditis, avr, severe aortic valve insufficiency, hld, chf stage ii diastolic dysfunction and htn. He was closely monitored by echocardiograms prior to surgery. The latest echocardiogram revealed velocity across the aortic valve of 4.12m/s, a peak gradient of 67 mmhg and a mean gradient of 44 mmhg. It was noted that there was evidence of stage ii diastolic dysfunction and severe left ventricular hypertrophy. Echocardiogram revealed markedly restricted motion of the aortic valve. He presented with progressive exertional dyspnea, fatigue and decreased exercise tolerance. He underwent a redo-avr. Intraoperatively, the existing bioprosthetic aortic valve was found to have a calcified leaflet with pannus overgrowth along the non coronary cusp. It was also noted that there was no mitral and no tricuspid insufficiency. A new edwards aortic valve was lowered and sutured into place. It was noted that there was excellent apposition of the sewing ring to the native annulus. Patient weaned from cpb. Echocardiogram confirmed a normal functioning prosthetic aortic valve with no evidence of perivalvular leak. He was transferred to cvicu. He was discharged from the hospital.

Manufacturer narrative:
Evaluation summary: x-ray demonstrated heavy calcification on all three leaflets and wireform intact. Moderate to heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 10mm on leaflet 2 at the inflow aspect and 9mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and heavy at the outflow aspect. Host tissue fused leaflets 2 and 3 by approximately 6mm near commissure 3 on the outflow aspect. Calcification and host tissue restricted leaflet mobility and led to stenosis. The wireform was exposed near leaflet 2 on the outflow aspect, and near leaflet 3 on the side of the valve. The reported event was confirmed. Both calcification and host tissue/pannus overgrowth was found on the explanted valve.